Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # 00830004500, tibial base component size 5 , lot # 63028696; item # 00830005500, tibial insert component size 5 green plus (+) 0 mm thickness, lot # 62779362; item # 00235701706, distal lateral fibular plate right 6 holes 106 mm length, lot # 63301086. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 05887, 0001822565 - 2018 - 05889, 0001822565 - 2018 - 05890.

Event description:
It was reported that approximately 1 year post implantation of a total ankle arthroplasty, the patient had developed extreme pain and discomfort to the r ankle, and was found to have medial impingement. Mild swelling and stiffness and decreased range of motion were also noted. Patient underwent an arthroscopy and debridement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by clinical notes. X-rays showed radiolucency. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.